Manufacturer narrative:
The balanced rotor and the core driveshaft were worn/damaged.

Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with the same device without any procedure delay.